Event description:
It was reported that the customer experienced high blood glucose and was not feeling well as well as vomiting. The customer's blood glucose was over 600 mg/dl. The customer expressed nausea and vomiting as symptoms of the high blood glucose. Troubleshooting was done. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that he would treat himself with a manual injection and change the set. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The event type and date are also updated.

Event description:
The customer reported a hospitalization on (B)(6) 2015 due to blood glucose over 700 mg/dl. The customer was treated in the intensive care unit for 3 days. The insulin pump was taken off upon the customer's admission. The customer had low magnesium and ulcer in the foot and wide spread infection. The customer was also hospitalized (B)(6) 2015 due to a spider bite.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.